Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that an axsos 5mm distal lateral femoral plate, used for a patient with a periprosthetic fracture (both hip and knee), failed resulting in a revision surgery.

Event description:
It was reported that an axsos 5mm distal lateral femoral plate, used for a patient with a periprosthetic fracture (both hip and knee), failed resulting in a revision surgery.

Manufacturer narrative:
Correction - please refer to the h6 MDR codes ( method & clinical code). The reported event could not be confirmed, since the device was not returned, and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. More information, affected device as well as patient information must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.